Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110g biopsy instrument alleged difficult to remove. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.